Event description:
Patient underwent right total knee replacement during 1992. He did well until approx. Four to five months ago when he began to develop pain and swelling of the knee. He denied any injury to the knee. The patient was using a cane for ambulation and had to decrease his activities. Conservative treatment, such as rest and medication therapy, failed. Radiographs of the knee, preoperatively, revealed some osteopenia in the area of the distal femur, anterior in the femur. It was felt the patient had a loosened knee component and synovitis of the knee. The patient was taken to surgery for total knee revision. Upon entry of the joint space, significant synovitis was encountered, appearing whitish and villonodular. Cultures were obtained and reported negative for organism growth. The tibial and patellar components showed no signs of looseness or wear. The femoral component was found to be loose. The distal femur prosthesis was removed and replaced.